Manufacturer narrative:
Investigation into root cause is ongoing.

Event description:
It was reported that during a procedure, the omega v table floor mounting bolts loosened, causing the pt support to tip. No injuries were reported.